Manufacturer narrative:
The reason for reoperation was noted to be due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening on valve bond edge assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.